Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was making a sound when user hit retry. A technical support specialist (tss) asked user to gently knock the cubie with her knuckles, and after doing so, the cubie opened successfully upon clicking retry. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie failed to open at drawer 1 position 17. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.